Manufacturer narrative:
(B)(4). H6 health effect - impact code - f2304 prophylactic treatment.

Event description:
It was reported that a missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted new sensor but had to remove it 20 mins later due to a sensor failure. The patient had difficulty in removing the sensor and caused a hematoma (bruise). Upon sensor removal, the sensor wire was missing from the wearable. Three days later, approximately 9:00 am, the patient went to an urgent care and had an x-ray to verify if the wire was retained under the skin and was prescribed an unspecified oral antibiotic prophylactic. The patient did not provide the outcome of the x-ray results. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).